Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens was hard and difficult to fold during preparation for use. There was no pt contact. Reportedly this occurred with two lenses. This report refers to lens 1 of 2. Please reference MDR #1119279-2014-00197 for lens 2 of 2.